Manufacturer narrative:
E1 establishment name: (B)(6). Added here due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the metal fitting of the instrument channel port came off during inspection for use involving an olympus cystonephrofiberscope. There was no patient injury reported.